Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a change in the hakim valve setting and it was explanted. The patient had increasing ventricular dilatation, a marked increase in head circumference, is developmentally delayed compared to his two triplet brothers, and a large head with increased venous markings.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 3875093 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion, reflux and pressure. The valve was leak tested: only leaked from the needle hole in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.